Event description:
It was reported that the bd needle 18x1-1/2 rb had foreign matter. The following information was provided by the initial reporter: material # 305196. Batch # 4305258. Verbatim: rcc received a complaint via email. There is a black mark on bd 18g needle our team member noticed upon opening. Needle was not used. Attached picture has lot and expiration date. Incident date: (B)(6) 2025. Needle is available to be returned for further investigation.

Manufacturer narrative:
It was reported there was a black mark on the needle. As a physical sample was not returned, a thorough sample evaluation could not be performed. To support the investigation, three photographs were submitted for review by the quality team. Two of the images depict the top web of a packaging blister, while the third shows a large, transparent cylindrical object exhibiting discoloration. No additional information could be discerned from the photographs. A review of the device history record was completed for material number 305196, lot 4305258. The assessment did not identify any quality issues during the production of this lot that could be linked to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the analysis of the submitted photographs, the reported symptom could not be confirmed. In the absence of the physical sample, it is not possible to determine a probable root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.